Manufacturer narrative:
(B)(4). Through follow up, a copies of the patient's medical records were obtained. Per the op report, this patient had presented with recurrent bacteremia, multiple strokes as well as renal failure. He underwent evaluation and was found to have been treated for endocarditis on a separate occasion. He now had persistent bacteremia of enterobacter and enterococcus. The patient was evaluated with echo which showed vegetations on the valve. He underwent cardiac catheterization with revealed no significant coronary artery disease. He was referred for open heart surgery. Upon examination of the prosthesis, there were large vegetations along the anterior surface of the aortic valve noted. The valve was excised by removing previous sutures. It appeared to have no good incorporation into the annulus. The sutures were removed and subsequently the valve was dissected from the aortic wall. There was also a large aortic root abscess extending below the level of the left main noted. Examination also revealed a dense pannus and fibrous ring causing subvalvular aortic obstruction. This subsequently was excised. The aortic root was reconstructed using pericardial reinforcement. The aortic valve was replaced with another edwards bioprosthetic valve. Echo confirmed the presence of a well seated valve without any paravalvular leak and obliteration of the aortic root abscess. The patient tolerated the procedure and was brought to the recovery room in stable condition. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The op report documents the patient having persistent bacteremia of enterobacter and enterococcus, which was likely the source of the infection. Unfortunately, the root cause of this event cannot be confirmed without the sample device. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 4 years and 8 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.